Event description:
A dental handpiece was sent in for repair with the comment "burning patient's lip". Up to now it was not possible to reach the appropriate person in the dental office to get further details about the event.

Manufacturer narrative:
The analysis did show that the head had a dent at the back cap button. This caused the back cap button to stick in, interfering with the internal moving parts. This caused high friction and therefore increase of temperature. The dent shows that the handpiece received a strong hit, e.g. Dropping during reprocessing. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. Reported due to the 2 year presumption rule. A follow up report will be sent to inform about the event details and the patient data as soon as data are available.